Manufacturer narrative:
Updated data: b5. Corrected data: the guidewire, compression loading system (cls) and valve were inadvertently reported as a system report. The guidewire, compression loading system, and valve were corrected to be reported as concomitant devices. D10. Concomitant medical product: product ID gwbc30 (unknown serial/lot); product type: 0193-guidewire; product ID evolutfx-29 (serial/lot: (B)(6)); product type: 0195-heart valves; product ID l-evolutfx-2329 (serial/lot: (B)(6)); product type: 0195-heart valves; medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that while positioning the wire, no bends, kinks, etc. Were observed. The guidewire tip was not manipulated prior to use and was not torqued or twisted. The guidewire was not used in a metal cannula, needle, or other sharp-edged instrument. Additionally, there was no resistance felt while the guidewire was in use. Per the physician, the cause of death was the perforation of the aortic arch due to the dcs.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: product ID: gwbc30 (unknown serial/lot); product type: 0193-guidewire; product ID: evolutfx-29 (serial/lot:  (B)(6); product type: 0195-heart valves; product ID: l-evolutfx-2329 (serial/lot:  (B)(6); product type: 0195-heart valves; concomitant continuation of d10: product ID: 14 french (fr) cook introducer sheath; product ID: 20 millimeter (mm)true dilatation balloon; product ID: extra stiff lunderquist wire; product analysis: the device(s) were not returned, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was attempted to be implanted via right femoral artery. A 14 french (fr) non-medtronic introducer sheath (cook) and medtronic guidewire (confida) were used. A pre-balloon aortic valvuloplasty (bav) was performed with a 20 millimeter (mm) dilatation balloon (true). Fluoroscopy confirmed an optimal load of the valve. The non-medtronic introducer sheath was exchanged with the delivery catheter system (dcs). Before crossing the arch a good catheter orientation with flush ports at 2-3 o¿clock and lateral / posterior position of the marker band was confirmed. While entering the arch with the dcs, resistance was noticed and dcs was pulled back. A extra stiff non-medtronic wire (lunderquist) was used in the pigtail as a buddy wire to modify the arch profile in hopes to cross the arch safely with the dcs. The physician re-attempted to advance the dcs through the arch, but noticed resistance and a bend of the nosecone and capsule were observed. Suddenly, the dcs jumped towards the greater curvature. As a consequence, hypotension was apparent and patient was bleeding heavily into the chest space. Per the physician, the sudden dcs jump which most likely was the event which perforated the aortic arch. Transesophageal echocardiogram (tee) confirmed significant effusion, likely from the perforation. The physician's went immediately into rescue mode, unfortunately, patient promptly expired.